Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 03/28/2019: patient weight, describe event or problem, initial reporter also sent report to FDA. Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: date of this report, date received by manufacturer. Results: the cat8 had bends approximately 26.0 cm and 95.5 cm from the hub. The device had ovalizations approximately 44.0 cm, 47.0 cm, 58.5 cm and from 112.5 ¿ 115.5 cm from the hub. The largest od of the distal ovalization was approximately 0.144¿. Conclusions: evaluation of the returned cat8 confirmed an ovalization on the distal end. The complaint reported that the peel away sheath packaged with the cat8 was not used in the procedure. If the peel away sheath is not properly utilized when introducing the cat8 into a parent device, the cat8 may become damaged. Further evaluation revealed bends and additional ovalizations. Based on the return condition and the reported complaint, these damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system aspiration catheter 8 (cat8). During the procedure, while advancing the cat8 to the target vessel through a non-penumbra sheath without the use of the peel away sheath, the physician noticed the cat8 became ovalized approximately 3 centimeters from the distal tip. Therefore, the cat8 was removed. The procedure was completed using a new cat8 with the same non-penumbra sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician noticed the tip of the cat8 was ovalized while attempting to advancing through the sheath.